Manufacturer narrative:
The hill-rom technician found rust forming around the pin and did not allowing the siderail to lock. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the rusted latch and lubricated to repair to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the left head siderail would not latch. The bed was located at the account on the 7th floor. There was no patient/user injury reported. This report was file din our complaint handling system as complaint #(B)(4).